Manufacturer narrative:
Correction: the correct catalog number is 90434; not 92135 as previously reported. This report filed november 15, 2013.

Event description:
Per the clinic, the patient experienced persistent skin overgrowth and drainage at the abutment site, resulting in the decision to explant the fixture. During surgical procedure on (B)(6), 2013, it was discovered that the fixture had lost osseointegration. It is unknown if there are plans to reimplant the patient was a new device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).